Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot par621, and no non-conformances were identified. Additional information was requested and the following was obtained: is the device available for return? Actual complaint sample is not available.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent skin graft procedure in 2019 and suture was used. The sutures broke while knotting during grafting. The procedure was delayed by 30 minutes. No adverse patient consequence reported.